Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported having issues with the set not delivering the insulin he needs. Customer stated he has experienced high blood glucose of 400 to 500 mg/dl due to cannula being bent. The customer claims the insulin pump did not alarm. Customer did not want to test the device and just wanted the device to be replaced. No further information reported.